Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent CABG procedure on (B)(6) 2015 and suture was used for distal anastomosis. During the procedure, the needle detached from the suture. The surgeon tried to redo the graft and completed the procedure with a like device. The patient experienced bleeding complications post-operatively and had to be re-opened to address the bleeding from the graft site. The patient was reported as stable. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.